Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly.

Event description:
The customer reported via phone call that her insulin pump was dropped in water and was exposed to fluid. The customer's blood glucose level was 133 mg/dl. The customer stated that she could see fluid under the screen. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.